Manufacturer narrative:
H6-device codes: appropriate term/code not available (3191): perforation-listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to prophylaxis for prolonged immobility. The patient is alleging tilt and the device is unable to be retrieved. The patient further alleges two prongs are protruding through one of her veins touching the main artery, fear and emotional distress. Per the (B)(6) 2009, computed tomography-abdomen and pelvis: "findings: the inferior vena cava filter appears rotated in its coronal axis, with the tip lodged against the lateral wall of the infrarenal inferior vena cava and at least two of the struts extending outside of the medial wall of the vena cava". Per the (B)(6) 2010, computed tomography-abdomen and pelvis without contrast: "inferior vena cava filter is stable in position remaining obliquely oriented with two left struts external to the cava". Per the (B)(6) 2018, computed tomography-abdomen and pelvis without contrast: "findings: the known inferior vena cava filter anchors are external to the vessel (series 2 image 40) stable since 2010". Per the 14feb2018, computed tomography-abdomen and pelvis without contrast: "findings: the known inferior vena cava filter anchors are external to the vessel (series 2 image 40) stable since 2010". Per the (B)(6) 2018, retrieval report (attempted):"procedure: inferior venacavography was performed demonstrating no filling defects or thrombus in the caudal inferior vena cava or in the filter and first disease. The filter does appear angled to the right with the tip adjacent to the caval wall. The tract was dilated, and multiple attempts were made to engage the cephalad hook in a loop snare unsuccessfully. Via right femoral access a 10-millimeter diameter balloon was manipulated into the filter interstices and attempts were made to dilate the balloon and extract the filter tip from the vein wall. After these maneuvers multiple attempts to engage the filter hook in a loop snare were again unsuccessful. The balloon became stuck in the filter interstices and would not withdraw caudally. The cephalad tip was then snared, and the balloon withdrawn to the cephalad access. A stiff guiding cannula was then manipulated into the caudal inferior vena cava over a wire. Attempts were made under fluoroscopic guidance to manually disengage the filter apex from the caval wall at the same time attempts were made to snare the tip. Again, this was unsuccessful. Subsequent inferior venacavography demonstrates an intact inferior vena cava with the filter in stable position and no intraluminal filling defect. Impression: inferior venacavography demonstrated a tulip filter in infrarenal position tilted slightly to the right. Unsuccessful filter retrieval due to unsuccessful engagement of the filter apex hook".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2019, per a report from computed tomography; ¿two of the distal prongs, which are directed medially extend beyond the contour of the vessel. The filter is on a slight diagonal, proximal aspect to the right and distal aspect to the left.¿ (B)(6) 2022, per a report from computed tomography; ¿a filter is present in the inferior vena cava (ivc). Four of the filter¿s legs/struts have penetrated through the walls of the ivc. One of the legs protrudes through the wall of the ivc by 12.0 mm. The second leg protrudes through the wall of the ivc by 19.9 mm. The third leg protrudes through the wall of the ivc by 11.7 mm. The fourth leg protrudes through the wall of the ivc by 25.7 mm."

Manufacturer narrative:
Corrected fields: b1, b2, h1. Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, emotional distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: tilt, unable to retrieve, vc perforation, fear, emotional distress. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Occupation: non-healthcare professional. Patient and device code: no information regarding the event has been provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) device on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.